Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device had a leakage problem. No injury was reported.

Manufacturer narrative:
Two warmer disposables were provided for investigation. During visual inspection the devices were not observed to have any damage that could cause malfunctions. The reported issue was confirmed during functional testing when both warmer sets leaked. The issue was traced to the joint of the tubing and connectors, which were determined to be missing adhesive. A review of manufacturing records for the reported lot number found no non-conformances. Root cause can be attributed to a lack of adhesive. Manufacturing personnel were notified of this event to reinforce the assembly procedure. This occurrence will be monitored and further actions taken accordingly.